Event description:
Customer reported to beckman coulter, inc. (Bec) that an unused bottle of drug calibrator 2 had leaked. Customer reported that the cap may have been loose on this one bottle. There was no report of erroneous results generated or reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is filing this MDR because drug calibrator 2 contains materials of human or animal origin and should be considered as potentially capable of transmitting infectious diseases. (B)(4).